Event description:
The device was returned for a valve 1 actuation failure. During power on sequences, the valves can be heard to be actuating normally but the air compressor was completely silent and did not engage. The device was reverted to manufacturing mode and underwent pneumatic hardware testing. The device failed basic recharge and was unable to engage the compressor. Internal investigation found the wifi antenna became unseated due to rtv failure.

Event description:
The following has been reported: biomed reported: pump serial number (B)(6) giving a red pump problem. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.